Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).